Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed. Batch 6208993 had 56 visual inspections performed on 3,360 parts with zero defect or issues noted.

Event description:
It was reported with the use of the bd¿ blunt filter needle there was an issue with a ¿side effect¿.